Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735716, ubd: unknown, UDI#: unknown. E0113: aphasic. E1621: weak. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system. It was reported that after a case, the surgeon reported that the patient was aphasic and weak. The surgeon expressed concerns about too much exposure to the laser. The patient was impacted. There was no reported delay to the procedure.